Event description:
It was reported by service report that there was a reduction in brake force and the brakes would not reset at the brake release cycle. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result code - brake crank assemblies.